Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be a cold solder joint on connector j21 of the therapy pcb assembly. After replacing the therapy pcb assembly, proper operation was confirmed during performance and functional testing. The device was subsequently returned to the customer.

Event description:
"End user reported that no ECG was visible on lp12 screen when using quick-combo cable in paddles mode. Device returned to hospital and bio-meds verified the reported problem and carried out testing. After completing the pip and pacing calibration the unit functioned correctly and ECG was displayed on screen. Returned unit to end user. The day after, the end user again complained that they couldn't get an ECG reading using the quik-combo cable. The unit was returned to the hospital and the bio meds again confirmed the reported problem, tested, pip'd and performed pacing calibration on unit and it now functions correctly. They are concerned that the problem will re-occur if they send the unit back to the end user again." There were no reports of adverse affects to patients related to device use.